Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs. During testing, the unit displayed error code c 33 at startup, and the system logs recorded codes m b1, m b0, c 00 and c 84. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure that a c 00 error occurred against the integrated electorsurgical unit (iesu) generator. The site performed multiple iesu power cycles, with no change. The caller stated they would attempt to use a covidien generator instead. No additional information was provided. The ports were not in place when the issue occurred.